Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 98 mg/dl. Customer's spouse was unsure if there were any significant events that may have lead to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.